Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states where the headspring meets the head frame portion is bent on one side causing it not to sit level.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the horseshoe was twisted on the headspring, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Provider states where the headspring meets the head frame portion is bent on one side causing it not to sit level.